Manufacturer narrative:
Philips has investigated this complaint. According to additional information provided, the wired footswitch intermittently did not work. The issue was identified during morning tests. A philips service engineer inspected the system onsite and found that the footswitch connector had become dislodged at the table base. The bolts of the connector were tightened and the system was returned to use in good working order.

Event description:
It has been reported to philips that the wireless footswitch was not responding. At the time of this report, philips did not have enough information to exclude a connection failure and as such the complaint was reported. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.